Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there was a return of pain and pain at the ins site. Pt reports scs not working well for pain relief, states that "a month or 2 ago" (unable to recall exactly when), he was out doing some yard work and felt a "pop" in his back. Since that time, he has had a sharp return of pain as well as new pain at ins site which wraps around abdomen. Pain in present even with stimulation off. All impedances are within "good" range of between 1600-2660. Right lead mapping with only stimulation felt at right groin area, left lead mapping better with coverage of buttocks/thigh/leg. Pt seen by pa who ordered xray to check lead placement and ins pocket, will also be ordering ultrasound of pocket to check for fluid. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.